Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the lamp failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b3 and b5.

Event description:
The problem, as reported to olympus, occurred during an endoscopic retrograde cholangiopancreatography procedure and occurred in 2 procedures. The intended procedure was completed using the same device. As reported to olympus, there was no delay in procedure due to the observed problem and there was no patient injury that occurred, associated with the event. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Event description:
A user facility reported to olympus that the lamp failed twice during use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the following: worn output connector; rear panel poor appearance noted; chassis poor appearance noted; top cover poor appearance noted; dust accumulation inside the unit; the reported problem of "lamp failed twice during use" was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.